Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. It was noted that the right ventricular lead broke when the physician was attempting to remove the lead from the old generator. The connector pin snapped off from the lead while still in the header. The lead was explanted and replaced. The patient was stable.